Manufacturer narrative:
The device will not be returned.

Event description:
It was reported by the user facility, the device worked intermittently. The device did collect blood, however it could not be reinfused into the patient. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.